Event description:
Per the clinic, the patient reported not being able to hear with the device. The results of an integrity test in 2009 indicate no output from the device. More information on explant and reimplantation was requested, but was not available at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device.